Event description:
Customer reported that the needle went through the side of the protective sheath and poked her thumb. This was a completely brand-new needle that she was getting ready to use. The needle went through the sheath when she was recapping. The needle was not through the sheath or any of the packaging prior to use. It was communicated that there was no exposure risk since the needle had not been used. No information was received regarding any serious injury as a result of this product malfunction.